Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pad was giving a low flow alert. The patient's target temperature was achieved; however, due to the patient's size ((B)(6)), the adult universal pad being used had to be replaced with the small universal pad. Therapy was interrupted in order to replace with the small universal pad. Therapy was able to continue with the new pad without any further issues.